Manufacturer narrative:
The device was later returned for analysis. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system had been expanded from the 2/3 segments of the conveying system of the outer sheath after removed from the package and the operator has not operated. The procedure was completed using another unknown stent. There was no reported patient injury. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device was prepped in the tray. There was nothing unusual noted about the stent delivery system prior to use, other than the premature deployment of the stent reported. The tuohy borst (hemostasis) valve was in the closed position when received and it was closed prior to removing the device from the tray. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for evaluation.

Manufacturer narrative:
This is an updated complaint conclusion after product received for evaluation and analyzed: a precise pro 6mm x 40mm rapid exchange (rx) self-expanding stent (ses) delivery system had been expanded from the 2/3 segments of the conveying system of the outer sheath after removed from the package and the operator has not operated. The procedure was completed using another unknown stent. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device was prepped in the tray. There was nothing unusual noted about the stent delivery system prior to use, other than the premature deployment of the stent reported. The tuohy borst (hemostasis) valve was in the closed position when received and it was closed prior to removing the device from the tray. There was no reported patient injury. The device was returned for analysis. One non-sterile precise pro rx 6x40 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received opened. Per visual analysis, the stent of the unit was already deployed from the unit and was not returned for its analysis. A kink was observed on the outer sheath of the unit approximately at 8.1 cm from the hub port. No other anomalies were observed. Per dimensional analysis, usable length of unit couldn¿t be properly measured due to the kinked condition of the unit, as received. Per functional analysis, deployment test couldn¿t be performed since the stent was already deployed from the unit and was not returned for its analysis. However, an attempt to cannulate the tip with the outer sheath was performed successfully. A product history record (phr) review of lot 17912282 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature/during prep¿ was confirmed since the stent was observed deployed from the unit but not returned for its analysis. Usable length of the unit couldn¿t be properly measured due to the kinked condition of the unit, as received. Also, an attempt to cannulate the tip with the outer sheath was performed successfully. However, the cause of premature deployment and the kink observed on the unit could not be conclusively determined during the analysis. It is reasonable to consider that handling factors such as the user¿s interaction with the device during prep, may have contributed to the reported event. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ additionally, ¿caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Close the tuohy borst valve prior to removing the device from the tray.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the 6 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system had been expanded from the 2/3 segments of the conveying system of the outer sheath after removed from the package and the operator has not operated. The procedure was completed using another unknown stent. There was no reported patient injury. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device was prepped in the tray. There was nothing unusual noted about the stent delivery system prior to use, other than the premature deployment of the stent reported. The tuohy borst (hemostasis) valve was in the closed position when received and it was closed prior to removing the device from the tray. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was not returned for evaluation.

Manufacturer narrative:
Complaint conclusion: a precise pro 6mm x 40mm rapid exchange (rx) self-expanding stent (ses) delivery system had been expanded from the 2/3 segments of the conveying system of the outer sheath after removed from the package and the operator has not operated. The procedure was completed using another unknown stent. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device was prepped in the tray. There was nothing unusual noted about the stent delivery system prior to use, other than the premature deployment of the stent reported. The tuohy borst (hemostasis) valve was in the closed position when received and it was closed prior to removing the device from the tray. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17912282 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the limited information provided, the reported ¿stent delivery system (sds)-ses-deployment difficulty - premature/during prep¿ could not be confirmed and the exact root cause could not be determined. Handling factors such as the user¿s interaction with the device during prep may have contributed to the reported event. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17912282 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system had been expanded from the 2/3 segments of the conveying system of the outer sheath after removed from the package and the operator has not operated. The procedure was completed using another unknown stent. There was no reported patient injury. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device was prepped in the tray. There was nothing unusual noted about the stent delivery system prior to use, other than the premature deployment of the stent reported. The tuohy borst (hemostasis) valve was in the closed position when received and it was closed prior to removing the device from the tray. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was not returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system had been expanded from the 2/3 segments of the conveying system of the outer sheath after removed from the package and the operator has not operated. There was no reported patient injury. The device will be returned for evaluation.